Event description:
It was reported the healthcare provider (hcp) missed the upcoming elective replacement indicator (eri) / end of service (eos) event. The pump log indicated eos occurred (B)(6) 2013. The pump was "working fine" the last summer, which was the last time the patient was seen by the provider. The pump was replaced without complication, and filled with the same medication and concentration. The pump was delivering sufentanyl 300 mcg/ml at 85 mcg/day and baclofen was also in the syringe of meds with a concentration of 30 mcg/ml at 15 mcg/day. The patient did not have withdrawal and was managed with oral medications.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0056602r, implanted: (B)(6) 2000. Product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly; end of service due to time progression.